Manufacturer narrative:
At the visual inspection, we see the balloon bursted and entire. Final answer unchanged.

Manufacturer narrative:
This follow-up is created to document the conclusion of the investigation. After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number. The sample has not yet been received. The silicone balloon deflation could come from various causes. In this case we can not identify any specific root cause. The balloon burst issue is known and monitored on a monthly basis.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the catheter was inserted and water was injected into balloon. When the catheter body was pulled gently to check that the balloon was inflated, catheter was removed. Balloon burst was found. Inflation test before insertion was not done.